Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). High thresholds, non-capture of pacing pulse, low impedance, and noise were all observed. Fractured was confirmed. The lead was reprogrammed, and ultimately capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.